Event description:
A nurse discovered that test kit did not contain an adequate number of single use droppers. The nurse states that this has been a recurring issue. The nurse reported for correction. The nurse stated that there are several boxes that did not have an adequate number of droppers.======================manufacturer response for urine pregnancy test kit, quickvue one step hcg urine test (per site reporter).======================the manufacturer opened a product complaint.the manufacturer is sending a pack of droppers overnight to my attention.